Event description:
As reported, during a surgery, the edges of galaflex 3dr fell off, without the customer cutting them. There was no patient harm or injury.

Manufacturer narrative:
As reported, during a surgery, the edges of galaflex 3dr fell off, without the customer cutting them. The photo provided shows the rim of a galaflex 3dr detached from the mesh. Based on the photo it is most likely the rim may have torn from over handling and stretching of the rim. However, the photo does not assist in determining root cause. Additional follow-up is ongoing to obtain information and to confirm the sample availability. Based on the limited information provided and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.